Event description:
It was reported that the pulse generator exhibited backup vvi reset operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative final analysis found the device was in backup operation due to a foreign material on the hybrid.